Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer does not receive an alarm from the insulin pump when they are pout of insulin. The customer's blood glucose was 60 mg/dl. The customer stated that a replacement pump was already sent to them but the replacement pump had the same issues. The customer was frustrated and did not want to trouble shoot the issue. The customer was informed that a supervisor will call them back regarding the issue. No further the information was provided.